Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Livanova field service representative was dispatced to the customer facility to investigate the machine. Troubleshooting confirmed that a can-bus failure occurred, and a defective ups module was identified to be the cause of the event. A service quotation for a ups replacement was issued for the customer.

Event description:
Livanova received a report stating that all the pumps of the s5 system console changed direction of rotation by their own and the s5 language switched from german to english. The issue occurred during the priming phase. There was no patient involvement.